Event description:
Customer reports that her device read 499mg/dl while the doctor's device read 204 mg/dl. Customer is unsure of what treatment she received. She believes she received fluids for dehydration and an insulin IV. Customer had not used the device for approximately 6 hours prior to event. Level one quality control was used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.